Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the micu. The catheter was in the patient when they noticed it was leaking. As a result, the catheter was removed and replaced. They do not know if there was a delay in treatment. There was not patient injury, death or complications reported.